Event description:
The facility representative reported a flo-gard infusion pump that does not turn on. This condition was found upon power up of the device in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not turn on was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a blown main fuse and depleted main battery. The main battery and fuse were both replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.